Manufacturer narrative:
Investigation is in process, but not yet complete. A follow-up medwatch report will be to the FDA upon completion.

Event description:
It was reported that the patient underwent a procedure utilizing the s-lok pedicle screw system. Patient had worsening back and bilateral leg pain and CT/myelogram revealed halos around the screws in s1 and l4 bilaterally. Revision was performed on (B)(6) 2014, during which screws at l4 and s1 were loose and upon removal of all hardware it was noted that the screw in l5/right was fractured. The distal end of the fractured screw was left in the patient.